Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xt was inserted and deployed on the mitral valve. However, post deployment, the clip opened from less than 30 degrees to roughly 50 degrees. A second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Three (3) fluoroscopic still images taken post deployment of the second clip were provided. In all three images, an xt clip (reported device) and an xtw clip can be visualized and capture different views of the clips. The clip arm angle of the reported device (xt clip, lot 41021a1002) appears to be ~50° - 60°. This is an estimation based on visual assessment with the unaided eye and is not confirmed. However, it is apparent the reported clip is opened beyond the typical fully closed position per the instructions for use (~10° - 30°). No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. Under the assumption that the clip was closed per the instructions for use prior to deployment, the post deployment state of the clip in the images presents with an abnormally large arm angle which is indicative of a clip open while locked (cowl) event. Therefore, the reported post deployment cowl is confirmed. There are no other observations based on the images provided.